Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in canada, one day post implant of a 29mm sapien 3 valve, post op echo showed a ventricular septal defect. The patient developed recurrent heart failure as a consequence. On pod#18, the patient was brought to operating room where the s3 was explanted, the ventricular septal defect was repaired, and a surgical valve was implanted.

Manufacturer narrative:
There are two different ways that a septal defect can develop. The first is congenital and can be either a ventricular septal defect (vsd) or an atrial septal defect (asd). The septal defect is an opening that occurs in the septum that separates the heart left and right ventricles and atria. A ventricular septal defect (vsd) allows blood to pass from the left to the right side of the heart. The oxygen-rich blood then is pumped back to the lungs instead of out to the body, causing the heart to work harder. This is an infrequent but known potential complication of the thv procedure. The second is created by a trans-septal approach and is usually used to access the left side of the heart (arterial side) through the septum from the right atrium (venous side). The delivery system is advanced through this new opening creating a small atrial septal defect (asd). The delivery system is advanced through this new opening creating a small atrial septal defect (asd). Usually, this small asd will close on its own over time and does not require treatment. A larger asd can cause symptoms, such as difficult breathing, palpations, fainting, tia, stroke, and/or hemodynamic instability and may require a closure device (septal occluder). A larger vsd can cause hemodynamic instability and will require surgical intervention. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient and/or procedural factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.